Event description:
The complainant had a patient on impella 5.5 pump support. The support was ongoing when there was an observation made of atrial fibrillation on day 5 of the support. The team adjusted the pacer and support continued. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.